Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30963895m and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a idiopathic ventricular tachycardia (idvt) ablation procedure with a decanav electrophysiology catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that after epicardial access was obtained and mapping was performed with a decanav electrophysiology catheter, a sheath/wire was left in the pericardial space to maintain access. Then left ventricle (lv) was mapped endocardially with the decanav electrophysiology catheter via retrograde access. They stated that there was a small baseline effusion present, and it was noted to be slightly larger at this point in the case. A pericardiocentesis was performed. The patient is currently stable (did experience a drop in blood pressure to about 90 mmhg systolic, from 120-130 mmhg systolic). Case aborted; no ablation performed. The adverse event was discovered during use of bwi products, during the mapping phase; no ablation was performed. They stated that the md was concerned about perforation. The contrast was injected but perforation was not confirmed. The md also mentioned that when using the micropuncture kit to access the epicardial space, the rv may have been punctured. No transseptal puncture was performed. Outcome of the adverse event was unknown. Patient was admitted and required extended hospitalization because of the adverse event. The tube was left in place. Patient was hemodynamically stable at this time. Effusion was discovered/noticed via intracardiac echocardiography (ice). It was confirmed through a soundstar. 200ml of fluid was removed.